Event description:
It was reported that after priming, while drawing up fluid from the syringe, it was noticed that the tubing broke off from the connector. No patient complications were reported.

Manufacturer narrative:
Received one triple dpt - vamp plus kit for examination. Priming solution was visible inside the kit; however, the kit did not appear to be used. The vented caps were still attached at the distal male connector which attaches to the patient. There was no visible blood found at the distal tubing male connectors. As received, the one-way stopcock (shut-off valve) was separated or detached from the vamp reservoir. There was no presence of uv adhesive at the primary bond joint between stopcock male luer and the reservoir. There was also no presence of uv adhesive at secondary bond joint between stopcock housing and reservoir. It appeared that the stopcock did not get bonded during the bonding process. The stopcock detachment occurred on patient side of the kit. Visual examination was performed at 10x magnifications. The stopcock detachment was confirmed to be related to the manufacturing process. The root cause has been identified and actions are being implemented in the manufacturing process to prevent recurrence of this type of complaint. The device history record review was not performed because the lot number is unknown.